Event description:
On (B) (6) 2010, the patient reported she continues to receive e4 (occlusion) errors on her replacement insulin infusion device which have resulted in higher than normal blood glucose readings (no values provided). The patient has previously been offered additional training which she has refused. Company records indicate the patient has received 5 replacement devices since (B) (6) 2008 and numerous boxes of replacement infusion sets. A request for additional training was submitted. On (B) (6) 2010, a company representative stated the patient had returned her calls and said she had spoken with her doctor who is sending her different infusion sets to try. She said she was unsure if she would meet with trainers at her doctor's office at her next appointment so she declined a meeting with the representative. Repeated further attempts to contact the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.